Event description:
A foley catheter was placed in urethral orifice and no urine returned. With pressure applied to supra pubic area urine expressed around catheter. Foley catheter removed and replaced with sterile foley. There was immediate return of clear yellow urine.